Event description:
It was reported that during a percutaneous coronary intervention procedure, shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric shaped, de novo target lesion was located on the mild tortuous and calcified left anterior descending artery (lad). This maverick 15mm x 2.0mm balloon catheter was selected and successfully pre-dilated the mid rca. The physician used the same device to pre-dilate the mid lad; however, while introducing the device into the patient the shaft broke outside the patient. The physician manually removed the two pieces of the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).